Event description:
It was reported that during an open resection of low rectum procedure, " during colorectal anastomosis, the surgeon was not sure that the head of the stapler, properly inserted into the lumen and secured with bag of tobacco was inserted correctly on the body of the same. Tactically, he did not feel well the attachment. During the closure, the surgical assistant has noticed a certain resistance of the rotation dial. Once in the green range, they shot the stapler that attached only a few points and cut for a short distance. They were uncertain of the auditory feedback. At this point they decided to make a second anastomosis. The actuation of the stapler was successful but when removed, controlling the rings of tissue, only the distal ring was found and not the proximal one." "The procedure was completed reassuring the anastomosis with interrupted sutures manually via trans anal."

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a test washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.